Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer (subsequently, medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("patient reports pain, which she associates with essure remains"). In a 39 year-old female patient who had essure inserted (lot no. B44010) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of enlarged tonsils, atopic dermatitis and drug allergy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, she experienced dizziness ("dizziness"). On (B)(6) 2015, she experienced nausea ("nausea"). On (B)(6) 2015, she experienced fatigue ("tiredness"). In (B)(6) 2016, she experienced heavy menstrual bleeding ("she went to an appointment and reported, that (B)(6) months ago she had an episode of hypermenorrhea (heavy period)"). On (B)(6) 2016, she experienced iron deficiency anaemia ("iron deficiency anemia"). On (B)(6) 2016, she experienced candida infection ("she presented a cytology with a positive result for candidiasis"). On (B)(6) -2017, she experienced dysuria ("dysuria"), pollakiuria ("she urinates more frequently") and abdominal discomfort ("she reported, discomfort in the lower abdomen"). On (B)(6) 2017, she experienced cystitis ("cystitis"). On (B)(6) 2018, she experienced abdominal pain (seriousness criterion intervention required). On (B)(6) 2018, she experienced abdominal pain lower ("low back pain in the left iliac fossa"). On (B)(6) 2018, she experienced dyspareunia ("dyspareunia"). On (B)(6) 2018, she experienced adnexa uteri pain ("patient reported, pain in the ovaries that did not subside. Despite treatment"). Essure was removed on (B)(6) 2019. An unknown time later, she experienced device breakage (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea"). A first episode of abdominal distension ("abdominal swelling"), urination pain ("urinary discomfort"), urinary tract infection ("urinary tract infection"), hepatic cyst ("hepatic cysts"), renal vein compression ("nutcracker syndrome"), sarcoidosis ("sarcoidosis"), headache ("headaches"), vertigo ("sensation of spinning"), pyelonephritis ("pyelonephritis"), peripheral swelling ("swelling in the hands and ankles"), breast swelling ("breast swelling"), somnolence ("drowsiness"), constipation ("constipation"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), pruritus ("he presented with another episode of itchy pustular lesions on the throne or arms"), hand dermatitis ("eczema persists on her hands"), facial paralysis ("facial paralysis"). A second episode of abdominal distension ("abdominal swelling") and cough ("patient presented a dry cough"). The patient was treated with zamene (deflazacort), atarax [hydroxyzine], buscapina composit (hyoscine butylbromide;metamizole sodium) and nolotil [metamizole magnesium]. As well as surgery (subtotal hysterectomy). At the time of the report, the outcomes for abdominal pain, device breakage, heavy menstrual bleeding, candida infection, dysmenorrhoea, dyspareunia, urinary tract infection, hepatic cyst, renal vein compression, sarcoidosis, dizziness, abdominal pain lower, nausea, vertigo, pyelonephritis, fatigue, peripheral swelling, breast swelling, somnolence, constipation, dry skin, hair texture abnormal, iron deficiency anaemia, pruritus, hand dermatitis, dysuria, pollakiuria, abdominal discomfort, cystitis, adnexa uteri pain, facial paralysis, cough. And the last episode of abdominal distension were unknown. The reporter considered, abdominal discomfort, the first episode of abdominal distension, the second episode of abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, breast swelling, candida infection, constipation, cough, cystitis, device breakage, dizziness, dry skin, dysmenorrhoea, dyspareunia, dysuria, urination pain, facial paralysis, fatigue, hair texture abnormal, hand dermatitis, headache, heavy menstrual bleeding, hepatic cyst, iron deficiency anaemia, nausea, peripheral swelling, pollakiuria, pruritus, pyelonephritis, renal vein compression, sarcoidosis, somnolence, urinary tract infection and vertigo to be related to essure administration. The reporter commented: confirming on (B)(6) of the same year the correct position of the essure. (B)(6) 2018, performs removal of the essure device. In this intervention, it is not removed. In its entirety. And on (B)(6) 2016, another surgical intervention is performed, in which the uterus is removed. Without having obtained the results of a metal allergy test, which is carried out until the (B)(6) 2019. In the first surgical stage, laparoscopic left salpingectomy was performed with removal of left essure and laparoscopic right salpingectomy, but essure was not evident in the right tube, so hysteroscopy was performed. Revealing, a new right tubal ostium the device. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan]: on (B)(6) 2014, both essure were visualized with normal inserts and with a normal gynecological examination. On (B)(6) 2017, was normal with normal essures inserts. Batch no: b44010, production date: 2013-06-24, expiration date: 2016-06-30. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-may-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain") and device breakage ("patient reports pain which she associates with essure remains") in a 39 year-old female patient who had essure inserted (lot no. B44010) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of enlarged tonsils, atopic dermatitis and drug allergy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015 she experienced dizziness ("dizziness"). On (B)(6) 2015 she experienced nausea ("nausea"). On (B)(6) 2015 she experienced fatigue ("tiredness"). In (B)(6) 2016 she experienced heavy menstrual bleeding ("she went to an appointment and reported that 3 months ago she had an episode of hypermenorrhea (heavy period)"). On 25-aug-2016 she experienced iron deficiency anaemia ("iron deficiency anemia"). On 05-sep-2016 she experienced candida infection ("he presented a cytology with a positive result for candidiasis."). On (B)(6) 2017 she experienced dysuria ("dysuria."), pollakiuria ("he urinates more frequently") and lower abdominal pain ("she reported discomfort in the lower abdomen"). On (B)(6) 2017 she experienced cystitis ("cystitis"). On (B)(6) 2018 she experienced abdominal pain (seriousness criterion intervention required). On (B)(6) 2018 she experienced iliac fossa pain ("low back pain in the left iliac fossa"). On (B)(6) 2018 she experienced dyspareunia ("dyspareunia"). On (B)(6) 2018 she experienced adnexa uteri pain ("patient reported pain in the ovaries that did not subside despite treatment"). Essure was removed on 26-feb-2019. An unknown time later she experienced device breakage (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea"), a first episode of abdominal distension ("abdominal swelling"), urination pain ("urinary discomfort"), urinary tract infection ("urinary tract infection"), hepatic cyst ("hepatic cysts"), renal vein compression ("nutcracker syndrome"), sarcoidosis ("sarcoidosis."), headache ("headaches"), vertigo ("sensation of spinning"), pyelonephritis ("pyelonephritis"), peripheral swelling ("swelling in the hands and ankles"), breast swelling ("brest swelling"), somnolence ("drowsiness"), constipation ("constipation"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), pruritus ("he presented with another episode of itchy pustular lesions on the throne or arms,"), hand dermatitis ("eczema persists on her hands"), facial paralysis ("facial paralysis"), a second episode of abdominal distension ("abdominal swelling") and cough ("patient presented a dry cough"). The patient was treated with zamene (deflazacort), atarax [hydroxyzine], buscapina composit (hyoscine butylbromide;metamizole sodium) and nolotil [metamizole magnesium] as well as surgery (subtotal hysterectomy). At the time of the report, the outcomes for abdominal pain, device breakage, heavy menstrual bleeding, candida infection, dysmenorrhoea, dyspareunia, urinary tract infection, hepatic cyst, renal vein compression, sarcoidosis, dizziness, iliac fossa pain, nausea, vertigo, pyelonephritis, fatigue, peripheral swelling, breast swelling, somnolence, constipation, dry skin, hair texture abnormal, iron deficiency anaemia, pruritus, hand dermatitis, dysuria, pollakiuria, lower abdominal pain, cystitis, adnexa uteri pain, facial paralysis, cough and the last episode of abdominal distension were unknown. The reporter considered the first episode of abdominal distension, the second episode of abdominal distension, abdominal pain, lower abdominal pain, iliac fossa pain, adnexa uteri pain, breast swelling, candida infection, constipation, cough, cystitis, device breakage, dizziness, dry skin, dysmenorrhoea, dyspareunia, dysuria, urination pain, facial paralysis, fatigue, hair texture abnormal, hand dermatitis, headache, heavy menstrual bleeding, hepatic cyst, iron deficiency anaemia, nausea, peripheral swelling, pollakiuria, pruritus, pyelonephritis, renal vein compression, sarcoidosis, somnolence, urinary tract infection and vertigo to be related to essure administration. The reporter commented: confirming on (B)(6) of the same year the correct position of the essure. (B)(6) 2018 performs removal of the essure device. In this intervention it is not removed in its entirety and on (B)(6) 2016 another surgical intervention is performed in which the uterus is removed, without having obtained the results of a metal allergy test, which is carried out until the 27th. March 2019. In the first surgical stage, laparoscopic left salpingectomy was performed with removal of left essure and laparoscopic right salpingectomy, but essure was not evident in the right tube, so hysteroscopy was performed, revealing a new right tubal ostium the device. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on 14-apr-2014: both essure were visualized with normal inserts and with a normal gynecological examination; on (B)(6) 2017: was normal with normal essures inserts batch nob44010 production date2013-06-24 . Expiration date2016-06-30. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: case became serious incident & valid event adverse event is replaced with events abdominal distension, the second episode of abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, breast swelling, candida infection, constipation, cough, cystitis, device breakage, dizziness, dry skin, dysmenorrhea, dyspareunia, dysuria, urination pain, facial paralysis, fatigue, hair texture abnormal, hand dermatitis, headache, heavy menstrual bleeding, hepatic cyst, iron deficiency anemia, nausea, peripheral swelling, pollakiuria, pyelonephritis, rash pruritic, renal vein compression, sarcoidosis, somnolence, urinary tract infection and vertigo. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.